Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the fiberscope had an exposed tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end of the scope has been exposed occurred because the bending section cover has welded with the bending tube, and the distal cover has melted. Therefore, we presume those were caused due to the heat, in which the heat sources were from the contact to the high frequency snare, and the impact of radiant heat. The event can be detected and prevented by handling the device in accordance with the following instructions for use: the instruction manual operation manual ¿important information - please read before use, precautions¿ describes the following. Warning never use high-frequency endotherapy accessories because the endoscope¿s distal end is not insulated. Using high-frequency accessories may pose a risk of an electric shock to the patient and/or endoscope damage may result. Olympus will continue to monitor field performance for this device.